Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. The events can be detected/prevented in accordance with the following instructions for use: ¿ the instruction manual reprocessing manual in only the endoscope ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.3 precleaning the endoscope and accessories, flush the auxiliary water channel, 5.5 manually cleaning the endoscope and accessories, flush the auxiliary water channel with detergent solution¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the elite colonovideoscope was cleaned in the oer-6 endoscope reprocessor, and dirt was found coming out of the scope due to insufficient reprocessing of the secondary water pipes. The facility reported that gauze had been placed under the endoscope in the storage room, and the gauze had turned a light brownish color. The issue was discovered during reprocessing intended for a diagnostic colonoscopy procedure. It was noted that olympus provided the recommended cleaning and disinfecting steps for the secondary water pipes per instructions for use. The procedure was completed with the same device with no procedural interruptions or extensions.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Complete information for e1: (B)(6).